Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an appropriate therapy for ventricular fibrillation. During the therapy, low, out of range high voltage lead impedance was observed. The lead replacement was recommended. The physician elected not to replace the lead, and decided to perform programming changes. The patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient presented in clinic for a follow-up on (B)(6) 2016. Upon interrogation of the device, an alert was observed to be delivered due to non-sustained rv oversensing episodes. Noise was observed on the ventricular channel. Programming changes were made. The asymptomatic patient was pacemaker dependent and in a stable condition.